Event description:
It was reported that the patient underwent a computerized tomography (CT) scan for abdominal pain. The patient had a fall where the patient had hip pain so strong that she was unable to indicate if her spinal cord stimulation (scs) system did anything for her neuropathic pain. The patient then had two operations for carpal tunnel syndrome where it is unknown if bipolar or unipolar diathermy was used and unknown if the scs device was turned off before the operation. The patient then experienced difficulty charging the implantable pulse generator (ipg). The patient also experienced difficulty communicating the ipg with the remote control and clinician programmer. The patient states to have undergone several additional CT scans for her abdomen, and hands for carpal tunnel syndrome in the previous months. The patient underwent an ipg replacement procedure. Post operatively, there were no reported complications, and the patient was noted to have recovered.

Manufacturer narrative:
The returned ipg displayed a "stimulator error" message upon the first attempt to connect. However, it was still able to connect, passed all tests performed, and exhibited normal device characteristics. An analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. However, review of the charging log revealed two issues that have contributed to inability to charge or longer charging time than expected. Possible misalignment of charger with ipg causing lower than expected charge current. Possible misalignment or poor ventilation causing charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU).

Event description:
It was reported that the patient underwent a computerized tomography (CT) scan for abdominal pain. The patient had a fall where the patient had hip pain so strong that she was unable to indicate if her spinal cord stimulation (scs) system did anything for her neuropathic pain. The patient then had two operations for carpal tunnel syndrome where it is unknown if bipolar or unipolar diathermy was used and unknown if the scs device was turned off before the operation. The patient then experienced difficulty charging the implantable pulse generator (ipg). The patient also experienced difficulty communicating the ipg with the remote control and clinician programmer. The patient states to have undergone several additional CT scans for her abdomen, and hands for carpal tunnel syndrome in the previous months. The patient underwent an ipg replacement procedure. Post operatively, there were no reported complications, and the patient was noted to have recovered.